Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen. There was evidence of contamination found under all of the keypad contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was intact with no peeling or damage observed. The button symbols were found to be worn. All of the keypad buttons responded appropriately during testing. The keypad cover was removed and contamination was found under all of the buttons. Evaluation revealed that the display screen was dim and discolored. A test display was used for investigation and was found to function appropriately.